Manufacturer narrative:
This report is submitted on august 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, during initial implantation surgery performed on (B)(6) 2017, the surgeon experienced complications with insertion. During attempted insertion, the surgeon was hitting hard bone causing the sheath to bend to a 30 degree angle, resulting in an unsuccessful insertion. The surgeon subsequently attempted to reload the electrode in the sheath; however, during the second insertion attempt, the marker portion of the sheath allegedly broke away. The surgeon discontinued use of the implant and sheath, and successfully implanted the patient with the back-up cochlear device. This is no patient injury associated with this event.